Manufacturer narrative:
The faradrive sheath was returned with the dilator still inserted. The dilator was removed to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water into the flush lumen port, observed a leak from the hemostatic valve and the handle cap port where the flush lumen luer connects to the valve hub. Due to the severity of the leakage, leak and aspiration testing could not be performed. Dissection of the handle cap found the flush lumen luer torn where the adhesive filet bonds the lumen to the valve hub, creating a leak path as observed during preparation for leak testing. No damage or deformation was observed on both hemostatic valves.

Event description:
It was reported that during a pulsed field ablation procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, when the farawave catheter was being exchanged with a mapping catheter, air bubbles were observed in the side port during aspiration of the sheath. No air was observed in the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during a pulsed field ablation procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, when the farawave catheter was being exchanged with a mapping catheter, air bubbles were observed in the side port during aspiration of the sheath. No air was observed in the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.